Event description:
Fractured aicd medtronic lead. Lead removed per dr. Lead placed in plastic bad, with pt. Sticker and given to operating room manager. Failed medical device report filled out and faxed to risk management.